Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc found the failure of the emergency lamp and that error e207 occurred due to the faulty of the emergency lamp. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the error was attributed to the failure of the electronic component to light up the emergency lamp or the failure of the emergency lamp cable. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported event was caused by the failure of the emergency lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported event was attributed to the accidentally failures of the emergency lamp, the component of the igniter unit, or the cable because approximately five years had passed since the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the service department of olympus service operation repair center (sorc), it was found that the emergency lamp indicator on the front panel blinked (an error occurred on the subject device). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.